Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump received with missing display window cover, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 130 mg/dl at the time of the call. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was in dialysis around the time of the incident. Troubleshooting was not completed as this was a past event. The customer reported pump physical damage. The insulin pump will be returned for analysis.